Event description:
This report is being filed after the subsequent review of the following journal article: comparison of united and nonunited fractures of the ulnar styloid following volar-plate fixation of distal radius fractures. Kim, j.k., yun, y.-h., kim, d., j., yun, g. U. (2011) comparison of united and nonunited fractures of the ulnar styloid following volar-plate fixation of distal radius fractures. Injury, int. J. Care injured 42: 371-375. A total of 91 consecutive patients with a distal radius fracture (drf) and an accompanying ulnar styloid fracture were treated with 3.5- or 2.4mm volar locking compression plate (synthes) between (B)(6) 2005 and (B)(6) 2008.the 91 patients were composed of 60 women and 31 men of mean age of 50 years. There were 71 reported nonunions, four patients complained of persistent ulnar-sided wrist pain, and one patient in the ulnar styloid nonunion group had distal radioulnar junction instability at the final follow-up visit. This report is 1 of 1 for complaint (B)(4). This report is for an unknown volar locking compression plate. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Kim, j.k., yun, y.-h., kim, d., j., yun, g. U. (2011) comparison of united and nonunited fractures of the ulnar styloid following volar-plate fixation of distal radius fractures. Injury, int. J. Care injured 42: 371-375. This report is for an unknown quantity of unknown volar locking compression plates. Initial reporter: phone (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.